Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports a battery issue. Upon triage on (B)(6) 2016, it was discovered that the unit displayed signs of thermal damage.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The root cause is due to a bad thermistor. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.